Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was selected for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was not a factor. It was reported that during flushing of the device, however, the wire lumen would not flush. The physician elected to not use the device. Another medtronic stent graft was used to complete the case. No clinical sequelae were reported and the patient is fine. The device was returned for evaluation. The complaint was confirmed; there was an obstruction in the tapered tip lumen that prevented wire passage. Further testing found that the material on the stent graft was likely hydrophilic coating.